Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the multilink vision coronary stent system instructions for use (IFU) states: carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 40% stenosed, heavily calcified lesion in the chronically totally occluded (cto) mid right coronary artery (rca). After placement of a non-abbott guide wire, pre-dilatation was performed with a 2.5x15mm non-abbott balloon dilatation catheter (bdc). A 3.0x23mm vision stent implant and a 3.0x38mm vision stent implant were successfully deployed, followed by post-dilatation with a 3.25x15mm nc trek bdc. The 3.5x15mm vision stent delivery system (sds) was advanced to the target lesion and inflated twice before it was noted that the stent implant was not on the balloon, and the sds was removed without reported issue. It was then noted that the vision stent implant had dislodged in the protective sheath before use. Reportedly, there was no resistance noted during removal of the protective sheath before use. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A 3.5x12mm non-abbott sds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.